Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
It was reported that the system would not x-ray. There is no report of death or serious injury associated with this complaint.